Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: device 1: visual inspection of the provided photograph revealed that the tubing of the opt944 optiflow + adult nasal cannula was torn at the manifold. Device 2: visual inspection of the provided photograph revealed that the opt944 optiflow + adult nasal cannula was covered with white coloured adhesive tape at the manifold. It was also observed that one side of the interface is pulled at the manifold. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported damage was caused by the tubing of the opt944 optiflow + adult nasal cannulas being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt944 optiflow + adult nasal cannulas were found damaged during use. There was no reported patient consequence.